Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s display screen became cracked after the user believed the device bumped against a counter, rendering the screen unusable and prompting a replacement device shipment. Symptoms included no adverse health effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included a review of the complaint details and return logistics to enable evaluation. Investigation of this case revealed physical damage to the display component consistent with external impact, with no indication of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.